Event description:
It was reported that the lead had increasing impedance, high impedance, and increased thresholds. A thrombus was found on the left side while trying to implant a new system, so a right side implant was successfully done. The lead was capped. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 02:15:04. The weekly pace lead impedance trend data shows a gradual increase for min and max rv pace from 888 to 3024 ohms peak between (B)(4) 2011 and (B)(4) 2012.